Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14219. It was reported that when the patient presented during a device upgrade procedure, the right ventricular lead was caught on the right atrial lead underneath the patient's clavicle. Due to the inability to explant, both the leads were capped on (B)(6) 2019. The patient later returned two days later for a laser lead extraction procedure where both leads were explanted and replaced successfully. The patient was stable.